Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system error during lasik flap creation. The site reports the patient interface was scanned and wasted. The treatment was able to be completed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfiles showed that the message appeared and the system aborted the treatment automatically. The warning message was shown because the suction value for suction one was oscillating at the lower limit. The system history shows that the laser was verified successfully prior to the date of treatment. The reported problem can be confirmed and is caused by bad docking and most possible the movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).